Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the apollo alarmed for ventilator fail about 15 minutes after the patient had been put on the machine ventilator. Reportedly manual ventilation was still possible and the anaethetist had ventilated for the rest of the case. There was no injury reported.

Manufacturer narrative:
An analysis of the log file was performed for the reported date of event (B)(6) 2018. The case in question was started at 8:00 and was inconspicuous until 15:07 when a supply voltage failure was logged immediately followed by an encoder check error. For the determination of the motor position the interaction of different components is required. If for one single component the supply voltage is faulty or dropped out the motor position cannot be identified leading to an encoder check error. As specified for the detected encoder check error the ventilator initiated an autonomous shutdown while changing mode to man/spont accompanied by the appropriate "ventilator fail". The case was continued in man/spont mode before the device was switched to standby 48 minutes later. The device was power cycled after the case and was found to be fully operational. It can be assumed that the encoder check error finally leading to the reported ventilator failure was caused by missing supply voltages which can be the result of a failure of the vgc (ventilation and gas controller) power board or a power supply failure. The components in relation to the reported symptom were replaced and were requested for investigation but unfortunately were not received so that an exact root cause could not be determined.

Event description:
Please refer to the initial report.

Event description:
Please refer to the initial report and to follow up-report 1.